Manufacturer narrative:
Investigation indicates that implantation with larger diameter screws of long lengths represent a worst case condition that could result in high torque application. Lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load. Although it cannot be confirmed, this could have been a contributing factor to the high torque application that lead to the tip failure. High torque application to the driver tip during screw insertion is the cause for the observed failures. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2016, during which a competitor's product was removed. After tapping with a 6.5mm custom reform tap, the tip of the reform polyaxial driver (39-sp-0700) broke off while inserting a 6.5mm x 45mm reform pedicle screw. The doctor was able to remove the tip using suction and the procedure was completed utilizing the second driver readily available in the set. A delay to the procedure of approximately 10 minutes resulted.